Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was observed to be cracked. The threads inside the compartment were observed to be stripped. Additionally, the battery cap had stripped threads. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment with damaged threads and the battery cap had stripped threads. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.